Event description:
It was reported that this device exhibited a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted to review remote data and confirmed that the device battery was depleting abnormally and should be replaced urgently within fourteen days to ensure therapy remained available. The patient was subsequently brought in for a replacement procedure, where it was noted the device was unable to interrogated and demonstrated no magnet response. The device was explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
It was reported that this device exhibited a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted to review remote data and confirmed that the device battery was depleting abnormally and should be replaced urgently within fourteen days to ensure therapy remained available. The patient was subsequently brought in for a replacement procedure, where it was noted the device was unable to interrogated and demonstrated no magnet response. The device was explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.